Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Unable to speak with caller due to (B)(4). The customer later called with more info. The customer was found unconscious by his girlfriend. She called the paramedics, and the customer was taken to the hospital in a coma, with a blood glucose reading of 1300 mg/dl. The customer reported that he thought he had programmed boluses for his meals prior to the event, but he later realized that he had not completed the programming of the boluses so, they could be delivered. The customer stated that the insulin pump was damaged by his dogs while he was in the hospital. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.